Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements shortly after implant. X-ray imaging was completed. Technical services (ts) advised there was not a clear pin insertion issue. Ts advised there was no capture at maximum outputs. Thresholds were high and p-wave amplitudes had dropped. Ts suggested the patient will likely need a lead revision. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements shortly after implant. X-ray imaging was completed. Technical services (ts) advised there was not a clear pin insertion issue. Ts advised there was no capture at maximum outputs. Thresholds were high and p-wave amplitudes had dropped. Ts suggested the patient will likely need a lead revision. Additional information provided a ra lead revision was completed. The ra lead was not fully inserted. The physician reinserted the ra lead. The ra lead was tested and measurements were within normal limits. The procedure was completed. This ra lead remains in service. No additional adverse patient effects were reported.